Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer did not perform troubleshooting for hospitalization since they did not have good service on their phone. Insulin pump will not be returning for analysis.

Manufacturer narrative:
The correct information has been provided with this report.